Event description:
It was reported that the customer was hospitalized a few weeks ago and he had a bent cannula. It was stated that the customer does not recall the details of the event. It was stated that the customer kept getting no delivery alarms after changing the infusion sets. The blood glucose reading at time of call was 319mg/dl. Troubleshooting was performed. Assisted the customer to run a manual prime and the insulin did exit. Advised the customer that the current infusion set may no longer be the appropriate infusion set for the customer body type. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.